Manufacturer narrative:
Device history record : a device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. Returned sample: the implant was returned with a broken abutment attached but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). The returned part was inspected and confirmed the implant was not defective. There was no evidence found to indicate that the reported issue was caused by the device itself. There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Root cause: "loss osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. UDI not available. Mfg: 05-2015.

Event description:
It was reported that the hahn tapered implant loss osseointegration. The implant date was (B)(6) 2016; bone type is noted as grade iii. The provider notes that the device was removed due to pain and or numbness and resolved after device removal on (B)(6) 2019. There was no further injury to the patient and the patient current status is listed as satisfactory.